Event description:
Facility reported sagittal saw would not turn to cut. No additional information available. Update (B)(4) 2013 facility reported during surgery the sagittal saw would not turn to cut. Update (B)(4) 2013 facility reported during surgery the sagittal saw would not turn to saw and had to get a spare device which caused a delay in surgery, procedure was successfully completed. This is report 1 of 1 of complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacturing documents were reviewed and no complaint related issues were found. Power tool evaluation was completed for this device. The reporter's complaint that the unit will not rotate couldn't be confirmed. The device was tested and the complaint wasn't duplicated. Placeholder.